Event description:
A customer called baxter corporate product surveillance to report a 60" micro volume extension set in which a leak occurred. According to the report, a home patient was going through remodulin pulmonary hypertension therapy and when the drug was injected into the set with a "chrono five" syringe, a leak was obsereved. It is unknown if the leak occurred between the extension set and the syringe or within the extension set itself. The event occurred during patient use. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary: the sample was received for evaluation. The sample passed visual inspection, pressure testing, and all functional tests. The customer reported condition was not confirmed and a cause could not be identified. (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.